Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) inspected the cables and connections and found the tower power button in the off position. After turning it on, the fse performed a process of elimination on the drawers, but there was no change in status. The further investigation revealed that the pyxinet connection was not transferring data. The fse checked and verified the settings, performed an ip release and renew, and disabled the firewall. Upon checking the communication sled, it was found to be faulty. The fse removed and replaced the communication sled to resolve the issue. The system functioned as intended after the field service engineer repaired the device.